Event description:
It was reported that the ventilator was at the field service ctr for a scheduled preventative maintenance, a software upgrade, and the ventilator alarm was too quiet at 85db. The alarm sounder appeared to have been physically damaged.

Manufacturer narrative:
Na